Event description:
A site representative reported that their navigation system was not booting up past the logo screen. After the logo screen would flash on the monitor. The screen would go blank and searching for dvi input would be displayed. Re-booting the navigation system did not resolve the issue. There was no patient present when this issue was identified.

Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015. Statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An its solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. (B)(4) 2015 - a medtronic representative, following-up at the site, reported optical transceiver replaced and this resolved the video issues. When testing system function, everything was working (navigating instruments) for approximately 20 minutes then, unexpectedly, the camera communication was lost. Medtronic representative found that I/o hub was not on-line. Re-seated all connections and re-ran usbview, I/o hub back on-line. Rebooted, confirmed I/o was still online but camera communication remained red. (B)(4) 2015 - a medtronic representative, further follow-up, reported the camera was able to power on this morning according to hospital staff but after the microscope was plugged in to the usb port the system shut down. When booting up again the camera had no communication. (B)(4) 2015 - a medtronic representative performed a navigation system check-out, software and instruments areas passed. Hardware test failed. (B)(4) 2015 - a medtronic representative replaced both transceivers and the I/o hub. Upon doing so, we put the system through multiple full system simulations. From starting a new exam, to registering the phantom, to navigating, the system performed flawlessly. It was determined that the issue was with the transceiver in the room and the I/o hub. The transceiver we installed was a newer revision, installed the same revision in the rack outside the room. The usb extender for the desktop keyboard and mouse was also replaced to be compatible with the new style of transceiver. Issue resolved. (B)(4) 2015 - a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Return requested. Replacement power supply multi out 350w shipped to site (B)(4) 2015. Medtronic investigation of suspect power supply, returned on (B)(4) 2015, finds that when connected to ac, the 28vdc output measured in the normal range. All other connections had no measurable output. Electrical failure ¿ no power. Return requested. Replacement transceiver 9734978 shipped to site (B)(4) 2015. Medtronic investigation of suspect transceiver, returned on (B)(4) 2015, finds that the medtronic representative was able to duplicate the loss of communication to the camera. After running for an 30 minutes it lost communication to the camera. The led's for the optical link, usb link and host started to blink and then went off. Allowed the unit to cool down and was able to repeat the problem. There is a thermal issue with the usb carrier pcba. Loss of usb signal. Electrical failure ¿ malfunction ¿ communication / black status. Hardware investigation was completed. This issue was found related to a hardware issue and was documented in a medtronic hardware anomaly tracking database, (B)(4). Resolved video issues. No further issues have been reported.